Event description:
The customer stated that his blood glucose readings have been erratic. He performed several tests within a minute of each other and had results from 58 mg/dl up to 256 mg/dl. The difference between these readings falls into the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The customer disposed of the strips that gave the erratic readings, so no product will be returned for evaluation.